Manufacturer narrative:
Conclusion: device evaluation: ambit continuous pump was returned in a carrying pouch. The pouch has white contamination inside and outside of pouch. There is no visible sign that fluid leaked on or into the pump. No fluid bag or cassette was returned for the evaluation. The pump operated within the manufacturing specification. The review of the device history records and the trend analysis indicates that the reported condition is not a systemic problem with this lot.

Event description:
Description of event/product problem: distributor stated that chemo leaked onto a patient's mattress. Distributor stated that the nurse told him the spike came out of the infusion bag and that the spike was not inserted all the way or correctly into the infusion bag.